Manufacturer narrative:
Summary of evaluation: the package has not been returned; therefore, evaluation of this event can not be performed.

Event description:
The inner sterile blister was not sealed. There was no adverse consequence for the patient or delay in surgery or anesthesia time.